Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet stopped displaying glucose values due to a dexcom g7 pairing issue, after which the user suspected no meal insulin was delivered and recorded a manual blood glucose of 502 mg/dl; the cgm was re-paired by toggling g6/g7 settings and re-entering the pairing code, and later the infusion set was replaced when hyperglycemia persisted. Symptoms included hyperglycemia and thirst. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no assistance required. Investigation included guided troubleshooting for cgm pairing, confirmation of pairing after a delay, manual bg entry while awaiting cgm reconnection, and subsequent infusion set change. Investigation of this case revealed a cgm connectivity failure that prevented automated corrections and contributed to prolonged hyperglycemia, with device function resuming after re-pairing and continued monitoring indicating downward trend; the infusion set was addressed as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was cgm communication interruption with possible infusion set performance contribution.